Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that their tremors are suddenly worsened since friday, (B)(6) 2017. The rep reported that the patient's ins battery level is at 20% charge. The rep reported that no troubleshooting was possible due to lack of access to the product. The rep reported that they walked the patient through performing a contact check over the phone, which resulted in all 8 contacts coming back ok. The rep reported that the cause of the worsening tremors was unknown; however, the patient mentioned that their healthcare provider recommended re-implant to get better reduction of tremor. The rep reported that the patient is seeing their healthcare provider for a follow-up visit but it is unknown when this would occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the rep reported that an x-ray film was done, and based on the image it appeared as though the ins was flipped. It was noted that they didn't realize the battery would charge at a ~20% rate due to the flip, which would explain the recharging issues they were having. To the rep it looked as though the device could have rotated, but they are not sure if the extra cable coil is something the healthcare professional (hcp) added to decrease tugging on the contacts. The recent imaging taken differed greatly from images taken on (B)(6) 2013 as well, but that was a different model of the battery. To the rep, it surgery on the thursday following (B)(6) would be warranted to resolve the issue. The patient's batteries have always "been moving very freely" since the first one was put in, which was always uncomfortable and disturbing for the patient. There was also a time where the rep wondered if the cables could be moving enough to irritate the vagus or phrenic nerve as the patient was having a cough after the implant. The patient's implant was turned off on (B)(6). No further complications are anticipated.